Event description:
It was reported the catheter was inserted in the internal jugular vein with preoperatively 12cm in the vein and 2 sutures set at the "ekstern" clamp. On the first day after insertion, the catheter slid partially out of the pt and two exit holes were no longer inside the vein. As a result, the IV solution infused into the tissues surrounding the insertion site. This caused pressure on the throat of the pt and he had difficulty breathing. The physician intubated the pt. It is believed the catheter migrated from the insertion site due to moisture or sweating of the pt. The catheter was removed and no further complications or injuries or death are reported. Add'l info rec'd on (B)(6) 2012 from the pt safety manager for the (B)(6) states that the pt was (B)(6), had a diagnosis of septicemia, and due to subcutaneous accumulation of fluid in the throat region, impairment of respiration occurred. Tracheal intubation with mechanical ventilation had to be performed.

Manufacturer narrative:
(B)(4). Sample will not be returned.